Event description:
It was reported that (1) device was used during a radial artery bypass. It was reported by the rep that the hp0534 has a steady tone problem with105. Another instrument was used to complete the case. There was no consequence to the pt.